Event description:
It was reported that the patient came in for a scheduled device replacement procedure for normal battery depletion. Upon physical examination the physician had a concern over the pocket area. Further evaluation found seroma in the pocket area of the implantable cardioverter defibrillator (ICD). When reviewing the patient's chart they decided to re-schedule the procedure, prior to it occurring, to ensure they had all the proper wrenches since there were different adapters involved. Approximately three weeks later the patient presented for a change out procedure. During the procedure the ICD was explanted as planned. When the physician attempted to connect the right ventricular (rv) lead that was attached to the adapter to a new ICD, the impedance measurements were low and not within an acceptable range. The physician took the adapter off of the lead and placed the lead into the header of the new ICD with good measurements. A new adapter was attempted however the setscrews would not tighten on the pace sense terminal pins. The previous adapter was again attempted but the setscrew was stripped. The new adapter was again used and eventually one of the nurses was able to tighten the setscrew after attempting several wrenches, however it was then noted that the rv lead insulation had been damaged due to the amount of handling that occurred with the lea. The lead damage was thought to have occurred when it was removed from the old adapter on the second attempt. The rv lead was surgically abandoned and the other ICD was attempted. A new ICD with a df-4 header and rv lead were successfully implanted the following day. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient came in for a scheduled device replacement procedure for normal battery depletion. Upon physical examination the physician had a concern over the pocket area. Further evaluation found seroma in the pocket area of the implantable cardioverter defibrillator (ICD). When reviewing the patient's chart they decided to re-schedule the procedure, prior to it occurring, to ensure they had all the proper wrenches since there were different adapters involved. Approximately three weeks later the patient presented for a change out procedure. During the procedure the ICD was explanted as planned. When the physician attempted to connect the right ventricular (rv) lead that was attached to the adapter to a new ICD, the impedance measurements were low and not within an acceptable range. The physician took the adapter off of the lead and placed the lead into the header of the new ICD with good measurements. A new adapter was attempted however the setscrews would not tighten on the pace sense terminal pins. The previous adapter was again attempted but the setscrew was stripped. The new adapter was again used and eventually one of the nurses was able to tighten the setscrew after attempting several wrenches, however it was then noted that the rv lead insulation had been damaged due to the amount of handling that occurred with the lea. The lead damage was thought to have occurred when it was removed from the old adapter on the second attempt. The rv lead was surgically abandoned and the other ICD was attempted. A new ICD with a df-4 header and rv lead were successfully implanted the following day. No additional adverse patient effects were reported.